Event description:
During the pfa procedure, a fluid leak was noted from the hemostasis valve of the agilis 13f introducer following a transeptal puncture. After transeptal puncture, the non-abbott (faradrive) sheath could not pass through the septum, so the agilis 13fr sheath was used. After passing through the septum and removing the dilator, difficulty with air aspiration was noted. This was noted again when removing air after inserting the non-abbott (farapulse) catheter. The catheter was then removed, and blood was aspirated. A leak from the hemostasis valve of the sheath was noted when re-inserting the catheter. The agilis 13f sheath was exchanged again to the non-abbott (faradrive) sheath to resolve the issue. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
Additional information: b5, h2, h3, h6, h11. An event of a fluid leak was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pfa procedure, a leak was noted from the hemostasis valve of the agilis 13f introducer following a transeptal puncture. After transeptal puncture, the non-abbott (faradrive) sheath could not pass through the septum, so the agilis 13fr sheath was used. After passing through the septum and removing the dilator, difficulty with air aspiration was noted. This was noted again when removing air after inserting the non-abbott (farapulse) catheter. The catheter was then removed, and blood was aspirated. A leak from the hemostasis valve of the sheath was noted when re-inserting the catheter. The agilis 13f sheath was exchanged again to the non-abbott (faradrive) sheath to resolve the issue. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient. The hospital discarded the reported introducer.